Manufacturer narrative:
Upon receipt at of the inflatable penile prosthesis (ipp) reservoir and one cylinder at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination identified the kink-resistant tubing was worn down to the filament. The reservoir was tested for leaks and found to have there were no fluid leaks. Visual examination of the cylinder identified a hole in the proximal end that was the result of a sharp instrument. The cylinder was then functionally leak tested and pressure tested. The cylinder passed functional testing. Based on the information available and analysis results, the cause that contributed to the reported device not working properly and hole could not be determined.

Event description:
It was reported that the patient presented to the physician with his inflatable penile prosthesis (ipp) device not working properly. After inspection, the physician found there was a tear in the reservoir. Two weeks later, the ipp reservoir and left cylinder were explanted. A new reservoir and left cylinder were then implanted. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the physician with his inflatable penile prosthesis (ipp) device not working properly. After inspection, the physician found there was a tear in the reservoir. Two weeks later, the ipp reservoir and left cylinder were explanted. A new reservoir and left cylinder were then implanted. There were no patient complications.